Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade unknown.

Event description:
Healthcare professional reported for left side "pain and deformity of left side breast that worsened in the last 4-5 months". Per mammography report "show irregular contours in the topography of retroareolar region of left side breast probably due to capsular contracture and bilateral benign calcification". The device remains implanted.

Event description:
The device has been explanted.

Event description:
The capsular contracture is baker grade IV.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5.